Event description:
It was reported that the insulin pump alarmed no delivery after dual bolus. Customer's blood glucose was unknown. Troubleshooting was not done due to customer cleared the alarm and everything was working fine. The customer was advised to call back if issue persists. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.